Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition, loss of capture (loc) along with out of range (oor) impedance measurements of greater than 2000 ohms. A lead fracture was conclusively determined through x-ray. The fracture was located near the suture sleeve. Insulation damage was also observed. Subsequently a revision procedure was performed where the lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.